Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The data extracted revealed the wand was activated previously and experienced a "multiple button pressed notification" error. Device was tested, and generated plasma and coagulation as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1)the wand´s connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a shoulder arthroscopy, the cut or coagulation buttons of the wand remains activated without being pressed, inside and outside the patient. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.